Event description:
It was reported in a literature article (arango, s.d., abejon,d. Burst stimulation: an alternative for patients with failed therapeutic benefit from tonic stimulation (10616). North american neuromodulation society 19th annual meeting. 2015. 338.) That all patients initially regained pain relief with burst stimulation, but in one patient this recovery lasted less than 1 month. Another patient had a relief drop 3 months after implantation. Secondary effects included: one patient with dizziness and nausea during the first 2 weeks after implantation and another one with uncomfortable paresthesias. Both were resolved by reducing target stimulation amplitude. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).